Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional later reported left side capsular contracture baker grade unknown via dt form.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed, additional observations: deformation observed. Crease flat observed.

Event description:
An MRI confirmed left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.